Event description:
As reported, the distal tip of the 5f mynx control vascular closure device (vcd) split and had a slit. There were no reports of patient injury. The device was stored and prepared according to the instructions for use, and there were no damages to the device packaging prior to opening. The mynx vascular closure device (vcd) was used in an interventional procedure, and the deployer was trained and certified to use the mynx device. The device will be returned for evaluation. Addendum: per pe findings, a split was noted on the sealant sleeves and the sealant was exposed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5,g3, g6, h1, h2, h3 and h6. As reported, the distal tip of the 5f mynx control vascular closure device (vcd) split and had a slit. There were no reports of patient injury. The device was stored and prepared according to the instructions for use, and there were no damages to the device packaging prior to opening. The mynx vascular closure device (vcd) was used in an interventional procedure, and the deployer was trained and certified to use the mynx device. A non-sterile 5f mynx control vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock in the open position. It was noted that the sealant remained in its manufactured position, and it was observed that the sealant was slightly swollen, and the sealant sleeves were noted to be split. The atraumatic distal tip was damaged, slightly kinked/bent, as received. The procedural sheath and syringe were not returned with the device. The balloon was received deflated. No other anomalies were observed. Per functional analysis, the returned device performed as intended per the mynx control instructions for use (IFU) since the deployment test was performed accordingly and no issues or anomalies were observed. Button 1 was depressed and the sealant was exposed as expected, and button 2 retracted the balloon after a full depression. Per microscopic analysis, visual inspection with the vision system showed a slight kink/bent damage in the atraumatic distal tip. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, there was a kinked/bent condition of the distal tip noted, which may have been the condition experienced by the customer. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition atraumatic tip and the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the distal tip of the 5f mynx control vascular closure device (vcd) split and had a slit. There were no reports of patient injury. The device was stored and prepared according to the instructions for use, and there were no damages to the device packaging prior to opening. The mynx vascular closure device (vcd) was used in an interventional procedure, and the deployer was trained and certified to use the mynx device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.